Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was in backup mode. Additional information was requested but not received.

Manufacturer narrative:
The device was received in bvvi mode. The device image was corrupted and the reason for bvvi is unknown. The device code was downloaded successfully. Analysis performed, including thermal and mechanical stressing of the device, did not find anomalies. Battery voltage was still in the range of normal operation. The device was monitored for several days at room temperature. Interrogation of the device showed it to be in normal range of operation. The bvvi reset could not be reproduced. The reported event of bvvi reset was confirmed.